Manufacturer narrative:
Zoll medical corporation evaluated the device and the returned multifunction cable (mfc) and the customer's report of the device randomly shut off was not replicated or confirmed. The device was put through extensive testing including benching handling, hot/cold chamber stressing, power and charger testing without duplicating the report. The device was recertified and returned to the customer. The customer's report of not showing the heartrate while monitoring the patient was duplicated and attributed to a damaged pad/etch on the analog board. The analog board was replaced to resolve the report. Analysis for reports of this type has not identified an increase in trend.

Manufacturer narrative:
Zoll medical corporation has received the product and will be providing a supplemental report when our investigation is completed.

Event description:
Complainant alleged that while attempting to treat a patient (age & gender unknown), the device does not recognize pads and inappropriately shuts down. Complainant did not indicate that there was any adverse effect to the patient due to the reported malfunction.